Event description:
The asset/loaner was returned to the service center with no reported allegation of any malfunction associated with the evis exera ii ultrasound gastro-videoscope. Upon inspecting and testing, a portion of the adhesive at the distal end forceps cover was found peeled off. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation found a portion of the adhesive at the distal end forceps cover was found peeled off. Additionally, the bending section cover adhesive is cracked and the angulation control knob movement has play/loose. The asset was last serviced in january 2022; no problems found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to initial medwatch. The aware date should be 12-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling at the distal end likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.